Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device displayed a red alert due to high out-of-range (oor) shock lead impedance (sli) measured at 128 ohms. Technical services reviewed the data and noted that the trend showed a 30% increase in sli since implant and the sli values measured between 93 and 129 ohms over the last year. Presenting electrogram (egm) showed appropriate function and other lead measurement were satisfactory. Ts recommended considering changing impedance limits at next follow-up. This device remains in service and no adverse patient effects were reported.